Manufacturer narrative:
Additional information: (B)(6), ICU rn, nurse. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in inspected and tested printer, no faults noted with either timed printout or continuous printout. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a printer issue. Customer states the printer was working fine, printing hourly strips, etc., then suddenly wouldn¿t print any longer. I verified they had not changed the paper and that it was loaded correctly. Customer rebooted the console which did not resolve the issue. I suggested she switch out the console and tag the affected one for biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.